Event description:
Failure analysis provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire had fractured ~39mm proximal of weld site. The proximal section of j stiffener wire measures ~48mm proximal of the weld site and has migrated down the lead body ~41mm proximal of weld site. It appears that the entire j stiffener wire was received with all recorded measurements adding up to ~87mm.